Event description:
The manufacturer became aware of a ds2adv auto CPAP device. There was no report of patient harm or injury. No medical intervention was specified. The device was sent to a third-party service center for investigation. During evaluation, pca burnt was confirmed. Additionally, device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.